Event description:
A us distributor contacted zoll to report a patient had skin irritation. The patient alleged irritation on her back. The patient consulted a physician to recommend a cream. Follow-up indicated that the condition of the irritation had improved and it was almost gone.

Manufacturer narrative:
There is no indication of a device failure associated with this event. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.